Event description:
It was reported that a homechoice device experienced a system error 2367 (resume error, critical error found) alarm after cycling the power. The home patient was to contact the peritoneal dialysis registered nurse requesting assistance with programming the homechoice. The home patient stated that they are still using the current homechoice device and there have been no further problems. The homechoice device is to be swapped. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.